Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received was received. No further complications have been reported. Evaluation confirmed that the incorrect 12.5mm product had been repackaged and re-sterilized in (B)(6) 2008, with the incorrect labels applied to the packaging. All items are accounted for as only 1 item per lot was packaged. No product was distributed in the united states. This report filed (B)(6) 2010.

Event description:
It was reported that patient underwent hip procedure on (B)(6) 2010. During surgery, the surgeon opened a taperloc lateralized 11mm femoral stem, but the package contained a taperloc 12.5mm femoral stem. Surgeon completed the procedure with another 11mm stem. No further complications have been reported.